Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Concomitant products: 325cc mentor smooth round moderate plus profile saline breast implant, catalog: 3502325, lot: 7558784, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 325cc mentor smooth round moderate plus profile saline breast implant experienced left sided capsular contracture baker grade unknown post procedure. As a result, patient underwent unilateral removal and replacement with 325cc mentor smooth round moderate plus profile saline breast implant on (B)(6) 2019.

Manufacturer narrative:
On 2/17/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).